Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 434 mg/dl. Customer did not receive a no delivery alarm and had changed out his set this morning. Customer had symptoms of high blood glucose levels such as feeling very thirsty and feeling a little lethargic. Customer mentioned that he has other medical issues that could be causing the lethargic symptom. Customer did not contact his health care provider for his high blood glucose levels. Customer checked his blood glucose level and it was 353 mg/dl. Customer had corrected with the pump. Customer found the bolus history to be accurate. Pump passed the high pressure and priming tests. Customer was advised to change the entire set, reservoir, and insulin. Cannula was not bent. Pump was working correctly. No further assistance required.